Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type extension.

Event description:
Information was received from a manufacturers¿ representative regarding a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported that the implantable neurostimulator (ins) had eroded from the pocket and it was explanted on (B)(6) 2016 along with a portion of the extension. The representative stated that the extension/lead connections were preserved at that time. The remaining portion of the extensions were explanted on (B)(6) 2016 and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.